Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating, the device was on critical override, and it was not communicating for over 6 hours. The field service engineer found there was a problem in the network wall port in 3m1 room. Then the service engineer moved the station to a 3m2 location and verified the station was working properly in that room. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station not communicating. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.